Event description:
It was reported that the ilet pump displayed alert 121 indicating an lcd power fault during initial training, and after a restart the alert persisted, leading to a device replacement and instructions to shut down the device to avoid further alerts. Symptoms included no reported adverse clinical effects. Outcomes included interruption of pump use and the need for a replacement device. Investigation included remote verification of the alert and guided troubleshooting with device restart and shutdown, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 121 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.